Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received weak battery or reduced battery life alerts, requiring daily battery changes, and received a replace battery alert and occurred within less than 8 hours of the low battery warning. Additionally, the pump displayed unexpected battery power loss, prompting replacement. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the active current test, sleep current test, displacement test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, battery cycle 21.0 received the lowbatteryalert (104) on 07/02/2025 07:49:00 faster than expected at 0.75 days. Battery cycle 20.0 received the lowbatteryalert (104) on 07/01/2025 11:25:00 faster than expected at 0.84 days. Battery cycle 19.0 received the lowbatteryalert (104) on 06/30/2025 14:58:00 faster than expected at 0.75 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump error 53 was also noted on 07/04/2025 02:24:08.000 due to motor/hardware issues (file number: 2002 2002 14/line number: 1541 1541 1232). Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss and power problem-charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assembly. Pump error 53 was also noted due to motor/hardware issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.